Event description:
Reportedly, during testing, the alarm silence/reset light emitting diode (led) was observed to be blinking randomly. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).